Event description:
It was reported that the patient presented for a routine in clinic follow-up. Device interrogation revealed supraventricular tachycardia (svt) episodes resulting in inappropriate anti-tachycardia pacing (atp) and shock. The patient felt a slight bump but was not bothered by the shock. Programming changes were performed to resolve the issue. The patient was asymptomatic, and there were no patient consequences.